Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. Beginning on the day of onset, the patient was treated with ancef (route, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal and extraneal therapies were ongoing. The patient was recovered from the peritonitis event. On an unreported date, the patient was retrained on aseptic technique. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.